Manufacturer narrative:
Main investigation conclusion. The reported low speed events can be confirmed based on the evaluation of the submitted log files. A specific cause for these events and the reported gastrointestinal bleed (gib) could not conclusively be determined through this investigation. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, however, a specific cause for the low-speed events cannot be conclusively determined. The submitted log file captured four low speed events on (B)(6) 2022 while the patient was supported by the power module. Pump speed dropped below the low-speed limit to as low as 7160 rpms. The log file captured elevated power events reaching up to 11.0 watts during these events. No other atypical events were captured. The submitted x-rays of the internal and external portions of the patient¿s driveline appeared unremarkable. No obvious areas of concern were noted. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate ii lvas patient handbook lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2013. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the hospital with a gastrointestinal bleed (gib) and hemoglobin level down to 6mmhg. A review of the log files revealed low speed advisory alarms on (B)(6) 2022. Technical services informed the customer that that the patient's pump's rotor ability to spin may have been prohibited by some material other than blood, or that there may be an issue with ther percutaneous lead. The customer reported that the patient's lactate dehydrogenase (ldh) was lower than their baseline levels. The patient did not have dark-colored urine nor did he have heart failure. The positioning of the pump had not been evaluated at the time of reporting as the patient was currently being treated and evaluated for an active gi bleed. Plans for x-rays were made for (B)(6) 2022 after the patient's esophagogastroduodenoscopy (egd). In the meantime, the patient's pump was connected to an ungrounded patient cable. It was noted that the patient was morbidly obese and had no reported or visible driveline damage. It was later reported that bleeding was not confirmed on either the patient's esophagogastroduodenoscopy or colonoscopy.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed